Event description:
The patient reported he was hospitalized in 2007, for high blood glucose readings of 850 mg/dl. He stated this was due to the up button on his insulin infusion device not working properly. The patient said he is blind and depends on button presses to determine his bolus amounts. He stated that he has been receiving injections of insulin since he has been in the hospital. During troubleshooting, the nurse that was in the patient's hospital room was instructed to press the menu button of the device to perform a standard bolus. Although she pressed the up button, the bolus amount would not increase. The patient refused to provide any further details regarding the incident. The product was replaced and requested to be returned for evaluation.